Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the valve and reported clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four days post implant of this bioprosthetic valve, a permanent pacemaker was implanted due to a trio-ventricular (av) block. No additional adverse patient effects were reported.